Event description:
It was reported the device is subject to the assurity, endurity, zenex and zenus pacemaker epoxy mixing notification issued by abbott in february 2025. The pacemaker (pm) was explanted and replaced prophylactically. The patient was discharged from the hospital after the procedure.